Manufacturer narrative:
The customer's calibration was ok. The customer's qc information from the dates of testing was requested but not provided. The sample clotting time was insufficient according to the tube manufacturer's recommendations. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The patient's sample was requested for investigation, but the sample was not available. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys il 6 results for one patient tested on a cobas 6000 e 601 module serial number (B)(4). The questionable results were not reported outside the laboratory. On (B)(6) 2020, the patient¿s initial il 6 result was 791.3 pg/ml. On (B)(6) 2020, the customer repeated the initial sample at 13:36 and the patient's il 6 result was 406.3 pg/ml. At 13:38, the patient's il 6 result from a new draw was 205.1 pg/ml. On (B)(6) 2020, the patient's il 6 result from a new draw was 18.2 pg/ml.